Event description:
Access port needle was used to instill saline into the band with difficulty. The diaphragm of the subcutaneous reservoir was leaking through the needle holes. The reservoir was replaced.

Event description:
Access port needle was used to instill saline into the band with difficulty. The diaphragm of the subcutaneous reservoir was leaking through the needle holes. The reservoir was replaced.